Event description:
It was reported that, "the end of the lag screwdriver was a little bent making it very hard to put the lag screw on the end of the lag screw inserter for a gamma nail procedure. No one is exactly sure where this initially happened because when it was taken out of the pan for the case, it was bent."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.